Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the tibial artery. The 3x150mm armada balloon dilatation catheter (bdc) was used in the procedure; however, the balloon ruptured during the first inflation. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another armada balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported balloon rupture could not be determined since limited information was provided. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the tibial artery. The 3x150mm armada balloon dilatation catheter (bdc) was used in the procedure; however, the balloon ruptured during the first inflation. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another armada balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.